Event description:
Covidien received info stating that the 840 ventilator was inoperable. The ventilator was not in use on a pt at the time the malfunction occurred.

Manufacturer narrative:
(B)(4). The covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and found the associated error code in the memory log. The cse replaced the breath delivery unit (bdu) printed circuit board (pcb) and the graphic user interface (gui) to breath delivery (bd) cable assembly. The cse performed extended self-testing on the device and all tests passed.